Event description:
On 02-jun-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 83 year old female patient with lower abdominal pain. Return product is available for investigation. Method: date: collected: tested: result: (ng/l): sample: positive/negative: I-stat: (B)(6) 2026, 14:33, 14:57, >1000, a, positive; I-stat: (B)(6) 2026, 17:28, 17:48, >1000, b, positive; ortho vitros: (B)(6) 2026 14:33 15:55 <2.25 a, negative; abbott lab: (B)(6) 2026, 14:33, 11:12, 5, a, negative; I-stat: (B)(6) 2026 06:45, 07:32, >1000, c, positive; ortho vitros: (B)(6) 2026, 06:45, 07:32, 4.63, c, negative, there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n (ng/l, pg/ml) (ng/l, pg/ml); female: 490, 13, (10, 17); male: 404, 28, (19, 58); overall: 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.